Event description:
Procedure: sleeve gastrectomy. According to the reporter: the stapler fired but the staples did not form properly. Stomach was cut, but not stapled closed. The surgeon over sewed the staple line. Surgery time was delayed more than 30 minutes. The pt status was reported as fine.